Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to deploy the thumb advancer and clip deployed at the distal end of the sheath was confirmed. The reported failure to deploy the thumb advancer incomplete sheath split was not confirmed as the thumb advancer was returned retracted via access ports and the exchange sheath was completely split. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported failure to deploy the thumb advancer, incomplete sheath split and clip deployed at the distal end of the sheath could not be determined. The reported treatment appears to be related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a dilatation procedure of the left external iliac artery. Reportedly, it was difficult to advance the thumb advancer and it did not fully advance into the locked position. The sheath did not split completely. When the clip was deployed, the trigger button was pressed but there was a very low click. The clip was found on the distal tip of the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.